Event description:
An eye care professional reported that an unspecified patient experienced a corneal abscess associated with wear of focus dailies one-day contact lenses. Request has been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as possible infectious corneal ulcer" as there was no product or lot number provided, no detailed investigation can be performed.